Event description:
It was reported that there were automatic mode switch (ams) episodes from noise over-sensing on the patient's right atrial (ra) lead. Programming changes were made. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.